Event description:
It was reported that during a da vinci s prostatectomy procedure the wrist of the permanent cautery hook instrument did not move wrist and nothing fell into the patient. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found the wrist functioned properly. The instrument was also successfully recognized on the test system and moved intuitively with full range of motion in all directions. Engineering also found the distal end of the main tube has a deep scratch with material removed. The damaged area is located .150 inches above the proximal clevis and is not aligned with the tube axis. Based on the location and appearance, the scratch is most likely due to instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.